Event description:
It was reported that about 10 days ago, stimulation was covering the patient¿s lower back in l4/l5 and s1. The stimulation changed to giving stimulation down both legs, more so on the left leg. The patient was in bed on thursday night and stimulation stopped working. The pain of no stimulation woke the patient up. There were no falls or trauma. The patient had a surgical consult scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. (B)(4)

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0421495v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0206345v, implanted: (B)(6) 2002, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).